Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the patient's g5 transmitter would not pair with their smart device. Father stated that the receiver connection was stable. Father stated he would update the smart device to see if the issue persisted. No additional event or patient information is available.